Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after fixation was performed, the device exhibited high capture threshold, low sensing and poor current of injury. The device was retrieved and the implant aborted. There were no patient consequences.